Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this guide wire was fractured and a part was left in the patient. The surgeon opted to leave the wire because it was difficult to remove due to patient anatomy. The surgeon placed the lead over the guide wire. Use as is. No additional adverse patient effects were reported.